Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-03166. It was reported during the follow up the patient has effective therapy following the revision.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 3006705815-2019-03166. It was reported the patient experienced ineffective stimulation, x-rays determined the patients leads had migrated. Surgical intervention was undertaken on (B)(6) 2019, during which the leads were re-positioned. It is not yet known if the issue has resolved.